Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from march 08, 2023- march 09, 2023. H10:the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused fluorouracil (5fu) medication during infusion. The device did not deliver the 5fu medication in the expected therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.